Event description:
Device 3 of 3. Ref MFR reports: 1627487-2014-03576 and 1627487-2014-03577. The pt reported his scs system was explanted due to back pain/pressure from the scs leads.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.